Manufacturer narrative:
No device deficiency noted. While phrenic nerve damage is a known potential adverse event documented in product labeling, svc ablation is not an intended use of the heartlight system.

Event description:
Physician elected to try and isolate the superior vena cava. During an energy delivery capture of the phrenic nerve was lost and energy delivery was stopped. Case date was (B)(6) 2019. Update received on (B)(6) 2019 confirmed the patient was doing well clinically but the phrenic nerve was still paralyzed on exam.